Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during unpacking for an unspecified procedure, a guide wire could not be removed from the package. An attempt was made to remove the 325cm rotawire guide wire from the protective hoop however, was unsuccessful and the wire became stripped. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine. However, analysis of the 325cm rotawire guide wire revealed a core wire fracture.

Manufacturer narrative:
(B)(4). The rotawire guide wire was returned loaded inside the protective hoop, in the original open pouch. A visual and microscopic examination revealed the spring tip severely elongated and a core wire fracture protruding through the stretched coils. The length of the protruding core wire, which is the proximal side of the fracture to solder, is 0.875cm. The spring tip coils adjacent to ballweld were unraveled to get the distal fractured core wire. A 0.756 inch segment of the spring tip core wire was missing from the distal tip. (B)(4) fracture analysis was performed on the proximal and distal fracture sites. The distal fracture site fractured as a result of a bending overload. The proximal fracture site fractured due to excessive shear forces. The distal and proximal fracture sites do not match. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user related. The dfu states: "the guide wires are coated with a thin film of lubricant which may appear as a white powder. Do not wipe off lubricious coating. The lubricant can cause the guide wire to adhere to the inside of the tube, making unloading difficult. If this happens, gently tap the outside of the coil to loosen the wire. Locate the tube guard tubing on the outside of the coil. Grasp the tubing and pull back gently to release the end from the small distal anchor. Remove the guard tubing, sliding forward off the coil. This will expose the distal end of the guide wire and the spring tip. Grasp the exposed distal guide wire near the end of the coil tube and gently pulled it out of the package. Care should be taken to avoid grasping the spring tip. (B)(4).